Manufacturer narrative:
It was reported that the "patient states that she heard and felt a pop when sitting down into the chair then noticed the left rear wheel pinned against the left armrest assembly. Patient stated they got out of the wheelchair because the left wheel wouldn't roll due to it being pinned against the left armrest assembly." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the customer "heard and felt a pop when sitting down into the chair then noticed the left rear wheel pinned against the left armrest assembly."